Event description:
Femoral venous catheter inserted in preparation for cardiac surgery. Using standard guidewire technique the catheter was successfully cannulated and threaded. After the connecting the intravenous fluid to the hub of the catheter, the catheter separated from the hub, disappearing under the skin. A cutdown was necessary to retrieve the catheter and the cardiac procedure was aborted.